Event description:
Pt with history of prior lumbar fusion, degenerative scoliosis and kyphosis,to or for laminectomy of t12- l2 and titanium rod insertion to correct scoliosis. Pt noted pain while standing from sitting position at home and upon eval by the surgeon- the titanium rods were noted to have broken. Pt returned in early 2009 for removal of failed hardware- both titanium rods were broken mid shaft.